Event description:
It was reported that during foot wound treatment there was a leak upon trying to leave clinic, so clinician had to adjust dressing; it was difficult to seal.

Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this, we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to the market following rigorous quality checks during production and prior to dispatch. Complaint history for the reported failure mode and part number has been reviewed and showed that in the previous three years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. It is not possible to determine the exact cause of why the dressing was leaking, however, factors that are known to cause or contribute to the reported leaking issue can arise from the valve seals becoming contaminated or worn. This investigation has now been closed and recorded as insufficient information to determine a root cause, therefore no corrective or preventative actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customers and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients' needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.